Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was experiencing a keypad anomaly. The customer's blood glucose was 150mg/dl at the time of incident. The customer also reported that he received a failed battery test when he tried to use the insulin pump none of the buttons were working when he changed the battery. The customer mentioned that the insulin pump was in his pocket. Troubleshooting did not occur. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to the lcd keypad connector unlocked. Unable to verify failed battery test alarm due to button keypad anomaly. The insulin pump received had scratched display window and cracked reservoir tube lip.